Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Device remains implanted. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon did a poly exchange for laxity and replaced a 16mm ps poly with a 22mm ps poly in a triathlon low profile tibial baseplate. He was aware that this is contraindicated and is off label use."